Event description:
Info received indicates there is no audible alarm for the bed exit. The bed exit alarm can be set.

Manufacturer narrative:
The technician isolated the issue to the bed exit circuit board. He replaced the bed exit circuit board to repair the bed.